Manufacturer narrative:
This is a correction to the wording of the description of the problem. This report is filed on february 22, 2020.

Event description:
The initial report failed to add "no response" so the problem should read: per the clinic, the patient experienced a migration of the electrode resulting in no response to sound stimulation. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on december 12, 2019.

Event description:
Per the clinic, the patient experienced a migration of the electrode resulting in response to sound stimulation. The implant remains in-situ.